Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a (B)(6) month old in pediatric trauma. After intubation, an arterial line was requested and a 22 gauge arrow catheter was brought in. The physician attempted to acquire a line and was unsuccessful. He was having a hard time threading the wire through the cannula. As a result, everything was removed. Upon investigation of the sample the guide wire was found to be kinked.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of during insertion the guide wire kinked while being threaded through the needle cannula was confirmed. Returned was one arterial catheterization device. Visual examination revealed that the guide wire was protruding from the needle bevel and was kinked. The kink was measured at 1.6 cm from the distal weld. Microscopic examination confirmed the kink and that the guide wire weld was full and spherical. No other damage was observed with the device. A manual tug test revealed that the distal weld was intact. The guide wire outside diameter (od) measured 0.393 mm, which meets the guide wire od specifications of 0.381- 0.404 mm. The needle cannula inside diameter (ID) was measured at 0.0170 inches, which also meets the ID specification of 0.0165- 0180 inches. Functional testing was performed by moving the black guide wire handle down the tube to insert the guide wire through the introducer needle. The returned assembly functioned as intended and the kinked guide wire passed through the needle with no resistance. A device history record review did not reveal any manufacturing related issues. Based on the information provided and the condition of the returned sample, operational context appears to have caused or contributed to this complaint. No further actions will be taken.